Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer complaint alleges "the proseal 15mm connector broke off after connecting it to their ventilator". No patient injury or consequence reported. Patient condition reported as fine.

Manufacturer narrative:
Qn#: (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there were dirt/stain marks on the cuff seam due to multiple uses. It was also noticed that the airway tube was yellowish. Upon closer examination of the failure location it was found there were jagged edges on the connector. The jagged edges at where the connector split appeared to be ruptured by force. A device history record review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint was confirmed. The use of non-compatible detergent or concentrated detergent on the lma device could have possibly adversely impacted the sturdiness of the connector, which could result in the connector breaking when external force is applied.

Event description:
Customer complaint alleges "the proseal 15mm connector broke off after connecting it to their ventilator." No patient injury or consequence reported. Patient condition reported as fine.